Event description:
Don't know if I swallowed any pieces oral-b brush head [accidental device ingestion] swallowed any pieces oral-b brush head [exposure via ingestion] (oral-b) toothbrush head came apart in mouth [device breakage] case description: consumer via e-mail stated that while brushing their teeth last night, the oral-b toothbrush head came apart in their mouth. They were not sure if they swallowed any pieces or not. No serious injury was reported.

Manufacturer narrative:
30-aug-2021 case update: the reporter informed the company that the product has been discarded.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Don't know if I swallowed any pieces oral-b brush head [accidental device ingestion]. Swallowed any pieces oral-b brush head [exposure via ingestion]. (Oral-b) toothbrush head came apart in mouth [device breakage]. Case description: consumer via e-mail stated that while brushing their teeth last night, the oral-b toothbrush head came apart in their mouth. They were not sure if they swallowed any pieces or not. No serious injury was reported.